Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. A controller and five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The controller ((B)(4)) and batteries ((B)(4)) passed visual examination and functional testing; the analyzed devices performed per specification under testing conditions and were unable to duplicate the reported event at bench level. Battery ((B)(4)) failed functional testing due to a defective chip on the device circuit board; this is an incidental finding which did not contribute to the reported switching event. Testing of battery ((B)(4)) was not conducted as testing and investigation of similar battery performance issues was investigated within an internal investigation and corrective actions were implemented. The reported event was confirmed via review of the controller log files, which revealed power switching events. Controller logs indicate that the most likely root cause of the reported power switching is possibly due to a faulty cell in battery ((B)(4)) in use at the time of the event; this unscreened battery was recalled for a faulty cell, which likely contributed to the reported event. The absence of 'critical battery' alarms at the time of the event, which is an issue that indicates a communication issue between the battery and controller instead of a battery malfunction, supports this reasoning. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power switching, etc., is a known issue being investigated in (B)(4). Fsca apr2014 was distributed to reinforce proper power management. A voluntary field correction, fsca apr2014, was initiated on april 30, 2014 regarding all heartware® ventricular assist system batteries, product codes 1650 and 1650-de. The field correction provided patients and healthcare providers with information to recognize batteries with less than two hours of run time, reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Labeling language also will be clarified to align with the information contained in the fsca apr2014 correction notice. Heartware later expanded the voluntary field action, fsca apr2014.1, for the removal of unscreened batteries ((B)(4)) from the field. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
Approximately three months and ten days post hvad implantation, it was reported that the patient experienced premature switching from one port of the controller to the other. All the batteries and the controller were replaced and are being returned to heartware for evaluation. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore, it will not be returned. However, the controller and batteries ((B)(4)) are available for evaluation, but have not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.